Event description:
(2/4 reference (B)(4) for related complaints) (documenting second cassette) per complaint form: inbound. Patient reported this is the fourth time that remodulin cassette caused cadd legacy pump to alarm no disposable. Each time, the cassette was to be changed in 2 hours, close to the end of the 48 hour timeframe. Patient switched to new cassette and pump. No lot number available. Pump serial number is (B)(4). No further details provided. No injury.